Event description:
It was reported the patient experienced nerve irritation inside the device pocket. As a result, the pocket was revised on (B)(6) 2015 which resolved the issue.

Manufacturer narrative:
(B)(4).